Manufacturer narrative:
Tracking #.44111. Date sent: 11/10/1998. Proximate I l s intraluminal stapler: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated.

Event description:
It was reported by the affiliate, during a gastroplasty, after the cdh25 was fired the staples were not completely formed. The device was removed and the case was completed by hand suturing. There was no consequence to the pt.